Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) powering off by itself was not reproduced during functional testing and was not confirmed during archive data review. The platform was functionally tested using good known autopulse li-ion batteries. The platform was able to power on and off and performed continuous compression using a large resuscitation test fixture without any errors or faults observed. The archive data was reviewed and found no session on the reported event date of (B)(6) 2017. The archive data contained no event related to the reported complaint. As part of routine service during testing, the platform was examined and found that the drive shaft exhibits binding and resistance. This observation is unrelated to the customer reported event. Upon customer, a clutch plate deburring will be performed and the platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was inserted a fully charged autopulse li-ion battery and operated for approximately 15 to 20 minutes before powering off by itself. The issue occurred during routine testing, no patient was involved. This references the report of the platform powering off by itself. The report of the battery not holding charge is referenced under MFR 3010617000-2017-01088.